Event description:
The advocate stated her husband received a high out of range control result of 181mg/dl on his contour next ez meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The issue was resolved during the call. Extra strips were sent. No product is expected to be returned for evaluation

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.